Event description:
It was initially reported that a patient began to experience an increase in seizure activity above pre-vns baseline levels following generator replacement due to end of service. The seizures were stated to be occurring 30 per month whereas they used to be 15-18 per month as reported by the patient's mother. The mother also stated that the magnet swipes did not appear to abort the seizures as effectively as they have in the past. The patient's settings were adjusted to address the increase in seizures. It was later clarified that the seizures were not more intense but longer in duration. The patient's father stated that when talking to the physician, it was felt that the seizures may be related to other factors however this was not confirmed. The seizures occurred without any precipitating factors per the physician. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).